Event description:
Dissector system was opened for use by the physician on a laparoscopic inguinal hernia repair. The balloon would not inflate correctly or hold air. Another system was opened and used. No adverse outcome for the patient. Physician did not mention event in his op note.